Manufacturer narrative:
Additional narrative: correction: the device returned to manufacturer was documented as (B)(6) 2017 in the initial report. It has been updated as (B)(6) 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tool quick coupling fails to clamp the drill firmly and securely. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery of the shoulder, it was observed that the attachment device was coming loose while in use. It was reported that there was no delay to the surgical procedure and a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.